Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 2 years, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to unspecified complications. The patient had high lactate dehydrogenase and suspect thrombosis in the pump. At time of explant procedure, thrombus was found in the outflow graft. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device did not confirm the presence of any adhered or developed thrombus formations. However, examination of the device in its returned condition with the apical sewing ring attached to the inlet tube revealed that the inflow conduit appeared to have been angled against the wall of the left ventricle. A significant amount of tissue was present over the opening of the inlet tube, obstructing approximately 30-40 percent of the blood flow path. Although a specific cause for the inflow conduit misalignment as well as a time frame for which it was present could not be conclusively determined, the partial tissue obstruction over the inlet tube opening could have potentially contributed to the reported elevated lactate dehydrogenase level. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.